Event description:
The manufacturer received information alleging a ventilator would not power up. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center it was confirmed that the device would not power up and the base detached from the enclosure. No repairs are being preformed and the device will be scrapped.